Event description:
A device report from (B)(4) indicates a surgeon in (B)(6) reported: patient was implanted with a va-lcp plate on an unknown date. It was discovered on an unknown date, the plate was broken. Patient was returned to operating room on an unknown date and the hardware was removed. No further information available.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The dimensions of the plate were checked using a sliding caliper and found to be in accordance with the technical drawings and ao/asif specifications. The examination of the raw material inspection sheet and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the commercially pure titanium were in compliance with ao/asif specifications and international standards iso 5832-2 and astm f67 for unalloyed titanium. The examination of the manufacturing papers showed no deviation from normal conditions or any irregularity of the production process. The plate broke through the first distal plate hole in the shaft area. After breaking the two plate fragments rubbed against each other causing some strong destruction of the fracture surfaces. When examining the proximal fracture surface by scanning electron microscope the initial fracture areas and the fracture behavior were identified. The crack initiation started at the upper side of the plate and ran through the material. Patters of ripples or fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The topography of the fracture surfaces showed a mixed fracture with structural breakage appearance and fatigue striations. Structural breakage appearance is typical for pure titanium and indicates high loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The failure of the plate was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces the plate had to absorb and neutralize forces that may have been greater than the tolerable load. Post operative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.